Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that during the device evaluation, the colonovideoscope exhibited foreign material in the water channel. However, the device was returned when the leakage issue was found during reprocessing, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign device contamination caused by insufficient cleaning. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the water channel. There were no reports of patient involvement.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 23 jan 2024.